Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description: the reported field event of the inability to tighten the set screw was confirmed in the laboratory. Visual inspection identified silicone material in the a and rv/svc set screw hex cavities. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw. (B)(4).

Event description:
It was reported that during an attempted implanted after repositioning the leads, the atrial setscrew was unable to reengage. The device was replaced. The patient was in normal condition post-procedure.